Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving bupivacaine (10 mg/day; concentration not given) and morphine (25 mg/day; concentration not given) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015 it was reported that a pump alarm was heard. Telemetry confirmed the alarm that was occurring was the eos (end of service) alarm. The pump logs indicated that eos had occurred on (B)(6) 2015. The pump was not able to be replaced sooner since the patient had an infection that was not related to the pump or therapy. As of (B)(6) 2015, the patient was not showing any symptoms which was thought to be a "bit puzzling." The patient thought that she may have taken some oxycodone. The reporter was not sure what oral meds the patient might be on or how much. It was noted that they may be replacing the pump tonight. Additional information was received from the consumer via the company representative on (B)(6) 2015 and it was reported that the patient had gone to the hospital tuesday night ((B)(6) 2015) to have the pump replaced. The next morning the patient was "doing great." The serial number of the programmer was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.